Event description:
IV catheter placed and three days later when rn discontinued the IV she noted the catheter was too small. Ultrasound confirmed that the distal end of the catheter was confined in a portion of the anticubital vein; it had broken off.